Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level at the time of the incident was in the range of 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer was treated with insulin pen. Customer did not allege that insulin pump was under delivering. Customer assisted for troubleshooting and there was no leaks. Customer reported that the bolus history displayed all bolus entries based on their recollection. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.